Event description:
Procedure type: hernia. According to the reporter: the needle detached as suture was tightened. A new one was opened. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. Needle remained locked in the instrument, the suture kept popping off the needle. Nothing fell into the patient's cavity.

Manufacturer narrative:
(B) (4). (B) (4).